Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message was displayed prior to a cataract surgery. The patient had received an "anesthetic block" in preparation for the procedure, and the procedure was canceled. There was no impact to the patient.